Event description:
Significant force was required to retract the delivery system jacket. The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction and was resolved. Leak was observed at the distal contralateral attachment. The leak was sealed by deploying coils under the endograft limb.